Event description:
The customer reported that when the pencil was put aside on the patient's leg, the pencil spontaneously activated. The patient received a 2 cm burn mark. The site indicated the wound was taken care of and the patient is okay.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow up report will be submitted.